Event description:
It was reported that following a fall, the pt experienced a loss of therapeutic effect. Additionally, it was reported the pt felt a shocking/jolting sensation that remained when the device was turned off and after palpation. The pt had fallen prior to christmas and landed on the implant at the back of his neck (occipital implant). Prior to the fall, the pt had experienced good coverage, although the pt had not had the devices checked since implanted and felt that over the past year the stimulation had not been managing the pain as well as it had been initially. Impedance readings were >3600 ohms on electrode 1,8 and 11 and 183 ohms on electrodes 12 and 13. The pt was programmed with 4v/450us/100hz with electrode 0+1-2+8+9-10+. Programming to 4v/450us/100hz 0-2+ was done, but the pt still was not getting coverage were needed, group impedance was 711ohm and 4.199ua. No further outcome was reported.